Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his insulin pump display was blank after he got out of the shower. The customer pushed a few buttons and the display came back on. The patient's blood glucose at the time of incident was 125 mg/dl. The battery cap was not damaged or corroded. The customer was advised to monitor their device. No products were returned or replaced.